Event description:
It was reported that the patient was 'doing great.' She was having no spasms and her mental status was back to normal. It was stated that they were not sure whether the problem was withdrawal due to the drastically reduced dose post-replacement or was related to the anesthesia.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that following a pump and catheter replacement on (B)(6) 2013, the pump was programmed to deliver lioresal: 2000 mcg/ml at 150 mcg/day. Prior to the replacement surgery, the prior pump delivered a higher dose of 2001.8 mcg/day. On (B)(6) 2013, the patient was admitted to an emergency room due to being confused and the patient had increased spasticity in her legs. The patient was being worked up for a possible stroke. A healthcare professional (hcp) assessed the patient on (B)(6) 2013 and confirmed the patient's mental status was altered; confusion and increased spasticity (primarily in the legs) were noted. The hcp attributed these symptoms to baclofen withdrawal. The patient was started on oral baclofen and the pump was increased to deliver 250 mcg/day. The physician noted the patient had other medical problems that might have been contributing to her symptoms. The patient had a uti (urinary tract infection), the patient's suprapubic catheter was leaking, and she also had an electrolyte imbalance. It was later reported that the patient did not have a stroke and her other medical problems were not related to the intrathecal baclofen (itb) therapy. It was noted that the patient's symptoms were most likely related to the decreased intrathecal baclofen dose following the (B)(6) 2013 revision surgery. It was noted the hcps were titrating the pump dose back to an optimal level for the patient. Additional information has been requested, but was not available as of the date of this report.